Event description:
The device was returned for service unrelated to the reportable event. During the repair evaluation, it was discovered that the unit failed the high pressure test. The unit would not dump high pressures due to the pressure switch not being seated inside the vent body. There was no pt involvement, malfunction detected on tech's bench.